Event description:
The technician alleged the brake steer caster and the brake casters were not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake steer and the brake casters to resolve the issue.